Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin set leakage event on (B)(6) 2026.the leakage was in the tubing. The infusion set was in use for three days. The blood glucose level was high (specific value unknown). The patient replaced infusion sets and resumed insulin successfully. No further information available.